Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. Customer's blood glucose level was ranged between 200 and 300mg/dl. Customer was instructed to remove the obstruction from the speaker holes.